Event description:
The product was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the staple line did not hold. Three hrs post operative, the pt was returned to the operating room for internal bleeding. The surgeon performed a reoperation to correct the condition. The hosp has reported the pt's condition is satisfactory.